Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of explantation was reported mistakenly as (B)(6) 2019 on the initial report and the correct date is (B)(6) 2010. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown surgery with mentor memorygel 350cc silicone breast implants which the patient reported that the last 5 years I've had unexplained illnesses, on bed rest a lot and in the last few months I progressively got worse after implantation. Patient had the implants removed on (B)(6) 2010. Patient indicated that within hours, my symptoms were gone. I could finally breathe, my face is getting more color. I have energy and desire to do things. There was no issue with the implants. This report is for the left side.